Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient experienced palpitations which were correlated to speed fluctuations based on ICD interrogation and logged speed decreases. During these palpitations, the patient reportedly was very symptomatic and began experiencing low flow alarms. Log files from the time of the event were requested but not provided. Approximately 6 days later, the patient returned to clinic and log files were retrieved. The system controller event log file contained approximately 1 hour and 30 minutes of data, spanning from (B)(6)2019 10:21:24 to (B)(6)2019 11:51:50, which captured the device operating as expected at the set speed of 5700 rpms. No unusual events or alarms were captured in the log file. The submitted controller log file captured the device operating as expected (see attached). Per the vad coordinator, the patient was found to be dry and diuretics were held for 1 week. Pump speed was increased to 5800 rpms. The patient now admits to feeling fine and has had no further alarms or palpitations. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU lists cardiac arrhythmia, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas IFU is currently available. This IFU lists cardiac arrhythmia, as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 7 months, 21 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had palpitations correlated with speed fluctuations and low flow alarms.